Event description:
It was reported that a user experienced elevated glucose at 290 mg/dl after missing a meal announcement and asked whether to enter a late announcement; the agent advised against a late entry and instructed the user to allow the ilet correction algorithm to bring glucose back into range. Customer care provided support that included user education regarding appropriate use of meal announcements and reliance on the automated correction algorithm. Investigation of this case revealed no device malfunction, with the event attributed to user management of therapy and timing of meal announcements while using the ilet system. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no alarms, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to late meal announcement.